Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One 6fr angioseal device was returned for product evaluation. The returned device included the mated locator and hemostasis sheath, carrier tube, poly foil and a header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and arteriotomy locator were returned fully mated with each other, and the tubing was found to have been deformed. Carrier tube was also returned, and a kink was identified at the distal tip. However, the device was in forward lock position the bypass tube intact and did not appear to have been used. No other damage or issue with the components was identified. The complaint was able to be confirmed for a deformed sheath and locator assembly. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained due to off-axis loading during attempted insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: "artery closure attempted using angio-seal closure device. Device failed requiring hemostasis achievement via manual pressure for 15 minutes. The original intended procedure was an angiograph." The patient had coronary artery disease. Post coronary artery bypass graft (CABG).

Manufacturer narrative:
Patient identifier: unknown. Date of birth: unknown. Ethnicity: unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: associate clinical data analyst. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history review (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).